Event description:
Additional information was received stating the patient expired approximately 7 days post tavr procedure. The cause of death was &#49345;rdiopulmonary arrest due to or as a consequence of severe aortic stenosis&#56205;

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the exact cause of the lv perforation cannot be confirmed; however, it is probable that procedural factors (guidewire position in the lv) contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a tavr procedure, there was a perforation of the left ventricle by the guidewire. During positioning of the valve, the nose cone went deep into the ventricle. The valve was deployed in the annulus in good position, however, the patient's pressure did not rebound. Upon evaluation, it was noted that the wire was much further into the ventricle that it had previously been. At that time, echo did not detect the effusion, it was determined that the valve was in a good position and the wire was removed. Shortly after deployment, the patient's pressure dropped and echo showed a pericardial effusion. They did a pericardiocentesis then moved to open surgery. The surgeons were able to repair the perforation. At last report, the patient had expired. The cause and date of the patient's demise are unknown at this time.